Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge and removed air from the infusion set tubing to address the issue and resumed insulin delivery. Customer's blood glucose was between 300-400 mg/dl at time of alarm.